Event description:
During the saphenous vein harvesting procedure, the tips on the scissors of the harvesting cannula are broken and the shafts is separated. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.